Manufacturer narrative:
Other applicable components are: product ID 37761, serial# (B)(4), product type: recharger. Analysis of the desktop charger with serial number (B)(4) found that the connector pins on the cable assembly column were broken. (B)(4).

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain and post lumbar laminectomy syndrome. It was reported that there was a blank implantable neurostimulator recharger screen and that the patient was having issues charging the implantable neurostimulator recharger. When plugged into the desktop charger, the implantable neurostimulator recharger was not charging or accepting a charge and there was a light on the desktop charger. The connector pin on the desktop charger did not appear loose or broken and looked good. The implantable neurostimulator was in a discharged state. The issue with the implantable neurostimulator recharger started on (B)(6) 2016 and the implantable neurostimulator was discharged on (B)(6) 2016. The patient was sent a replacement recharger. Additional information was received from the patient on (B)(6) 2016 that reported that the implantable neurostimulator recharger was not charging and that the patient didn't think that the connector was bent, but it did fall out easy. The connector pin was loose. Starting on (B)(6) 2016, the recharger was not charging itself and was dead. The implantable neurostimulator also died on (B)(6) 2016-. The patient was sent a replacement desktop charger. The patient received the replacement desktop charger on (B)(6) 2016 and the recharger was still not charging. The recharger was not charging and was showing the "charge implantable neurostimulator recharger now" screen. The recharger wouldn't turn on. The patient was sent a replacement recharger. The patient was sent a replacement recharger. On (B)(6) 2016, it was reported that the replacement recharger that he received was only halfway charged and that he had it plugged in since (B)(6) 2016 and it wasn't charging. The pins on the desktop charger were bent and the implantable neuro stimulator was going beyond a half. The patient was sent a replacement desktop charger. The patient's recharging belt had also broken on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.